Event description:
Dr was performing a stone fragmentation and removal procedure when the jaws became misaligned and would not close. He removed instrument; during this removal, the pt's urethra was torn slightly. Dr completed procedure with no further impact on pt. No further medical treatment was necessary.